Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing tremors in arms and lower back pain when the stimulation is turned off. In addition the patient has been hospitalized and seen in the emergency room due to the severe pain. Surgical intervention may be pending to address this issue. Follow up information identified the sjm representative met with the patient and confirmed the stimulation is turned off. The patient underwent surgical intervention (B)(6) 2015 to explant the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review of the complaint, it was noted the patient's issues began during and after undergoing an MRI. The patient underwent a contraindicated procedure and consequently reported "pain at the ipg site" and "tremors in arm and pain in back".